Event description:
It was reported that during an endoscopic bronchial ultrasound, there were issues with the needle throughout the entire procedure. The customer attempted to deploy the needle several times, and doing so, it shredded the tip of the sheath. The procedure went over an extra hour or so due to the repeated shredding of the sheaths or the extension of the coils. Also, recalibrating 3 extra needles as well. Anesthesia also had to be extended because of this. The procedure was completed with a similar device. The device malfunction did not impact the outcome of the procedure. There was no reported harm or injury to the patient.